Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, 'repeatedly alarms proximal occlusion on tubing that is not occluded' was not reproduced. A review of the history log revealed multiple upstream and downstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump repeatedly alarms proximal occlusion on tubing that is not occluded. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.